Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call high blood glucose levels. Customer's blood glucose level was over 450 mg/dl. Customer received no delivery alarm three times. Troubleshooting for no delivery was performed. Customer was able to resolve the issue with a complete set and reservoir change. Customer declined to return the infusion set and reservoir for analysis. Customer was currently at school and the no delivery alarm was a past event. Customer's mother advised to call back if alarm recurs to properly troubleshoot.